Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received low glucose alerts and experienced two low glucose events confirmed on the ilet report, with a lowest blood glucose of 51 mg/dl and approximately ten minutes under 70 mg/dl for each event; the user self-treated each event with 3 ounces of juice, did not require assistance, and later measured a blood glucose of 97 mg/dl. Symptoms included shaking, nervousness, and anxiety. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting and education completed with the user. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and device alerts for low and urgent low were reported as functioning. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.